Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and the non-boston scientific right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. Other lead measurements were normal. No noise was observed on the presenting electrograms (egms). It was reported the mv sensor and the lead safety switch (lss) were already programmed off, as the patient also has a subcutaneous implantable cardioverter defibrillator (s-ICD) implanted. Technical services discussed further troubleshooting, attempting to create noise on the ra lead, and performing an x-ray to verify the connections. At this time, the lead will continue to be monitored on the remote monitoring system. No adverse patient effects were reported.